Manufacturer narrative:
Concomitant medical products: d364drg ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after the device was implanted there was a lead integrity alert due to artifacts and the sensing integrity count was high. The lead displayed noise and re-programming was performed. It was also reported the lead was possibly fractured and there was a grommet/set screw problem with the device. During surgical intervention the electrode appeared to be properly attached to the device and all the measurements were found to be ¿okay.¿ no venous access was possible, and the physician decided to remove, replace the device and the lead remains in use. No patient complications have been reported as a result of this event.